Event description:
During preparation for cardiopulmonary bypass surgery, the arterial mointor lost power. Cycling the power to the monitor off and on returned it to normal function. There were no adverse consequences to the patient as a result of this event.